Event description:
Per incident report, patient was seen in clinic today ((B)(6)) and the battery charger was assessed by lvad rn. Pt states the battery charger has not been charging any batteries on slot #3 over the last week or so. When the unit was powered up today in clinic, the status light is a continuous red light on slot 3. A telephone icon is displayed on the screen and displays error code 50003 when the number 3 button is pushed. Multiple batteries were tried in slot 3. No audible beep was heard when the different batteries were placed in slot and the red light remained solid. Sn: (B)(4) issued to pt on (B)(6) 2018.